Manufacturer narrative:
This was an adverse event only. No product issue was reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care professional reported the patient started having the decreased efficiency of the device (B)(6)2017. The cause was due to a low battery and was explanted (B)(6)2017. Health care professional reported it was their understanding that there was no product recall on the device. No further information reported.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the rep had received an email regarding a recall on 3058 implanted in 2007. The rep reported that the patient had the device explanted due to decreased efficiency which was what happened to the patient. The field action was reviewed. No patient complications were reported/ anticipated as a result of this event.